Event description:
In 2007, at 12:29pm (pst), the lay-user/patient contacted lifescan (lfs) alleging the one touch ultranini is giving an error 1 message. Per the owner's manual, error 1 indicates there is a problem with the meter. The complaint is classified based on the documentation of the customer care advocate (cca). According to the patient, the meter started to give the error 1 message when she attempts to test her glucose in 2007, at 9:30 am (unk time zone). After the reported issue began, the patient obtained a reading of "60 mg/dl" on her doctor's meter while feeling dizzy and sweaty. The patient denied requiring any medical intervention and did not take any action in regards to diabetes treatment due to the reported issue. During troubleshooting, the reported issue was not resolved with training. This complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the reported issue started. Replacement products were sent to the patient.